Event description:
During a laparoscopic cystectomy procedure, the device misfired and clips fell out. There was no patient consequence. The case was completed with a device of a different product code.